Manufacturer narrative:
(B)(4). The device was returned for investigation. The reported malfunction could not be duplicated. There was no fault found with the returned device.

Event description:
Covidien received information stating during patient use, the ht70 ventilator silence/reset button was turning on and off by itself. The reported condition was duplicated. The ventilator did not stop cycling. However, the patient was transferred to another ventilator. There is no report of patient injury or death associated with this event.

Manufacturer narrative:
(B)(4).